Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by s. Alexander and a.l. Wallace ; j bone joint surg br 2004 vol. 86-b no. Supp iii 253. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Additional information received indicates that biomet product was not being referenced in the journal article. This medwatch therefore, please disregard the report associated with this MFR number as the events referenced did not involve biomet manufactured product.

Event description:
Information was received based on review of a journal article titled, "initial experience with the knotless suture anchor for arthroscopic capsulolabral reconstruction¿ which followed fifty (50) patients (41 men & 9 women) with a median age of twenty-six (26). The article concluded that arthroscopic capsulolabral reconstruction, with an average of three anchors used per case, was an effective procedure. This study was conducted over a period of twelve (12) to thirty-six (36) months post-op and reports the results obtained. The journal article reports, after a minimum follow-up time of 12 months, 95% of shoulders remained stable. One patient had true dislocation at six (6) months, one experienced subluxation during skiing, six patients remain apprehensive, and three patients had minor restriction of external rotation.